Event description:
It was reported that a (B)(6) old female patient, who's undergone primary breast augmentation with an unspecified mentor saline implant, suffered spontaneous left breast implant leak and breast discomfort, post-procedure. The patient is not able to sleep on one side and the volume of the breast has diminished. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).